Event description:
It was reported that during the same day at a clinic, several patient's implantable pulse generator of the same model type displayed messages stating "invalid graph data" and "data cannot be displayed." The clinic did not document the events any further, but did note that the computerized tomography machine was installed close to the waiting room. No reprogramming or intervention was taken with any of the devices and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).